Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that high voltage rate detections appeared as right ventricular lead noise in the electrogram. The patient's lead would be further monitored. The patient was stable.